Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported that the table was moving by itself with out initiating table movements. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a possible hydraulic issue of the system table. The service engineer (cse) reviewed the log file and found error messages of the position supervision resulting in an emergency stop of all other system axles. According to the trouble shooting guide such behavior is indicating an issue with the table hydraulics. The log file analysis showed that the table moved downwards continuously over the whole day with a maximum speed of 0.5 cm/min which is considered to be very slow. The user was able to manually move the table vertically to correct for this movement. The log file showed four occurrences where the position supervision system was triggering an emergency stop of all other system axles. These were resets by the user by pushing and pulling the emergency stop button. Hydraulic drives are inherently limited at maintaining absolute table position against a force over longer periods of time. Limiting factors are tolerances in hydraulic performance and the force applied to the treatment table, for example the weight of the patient and the accessories. The service engineer replaced the table lift assembly and the relevant potentiometer. After the replacement the table issue was solved. No systematic issue in the field was identified. No corrective action in the installed base is planned based on the present event.